Manufacturer narrative:
Evaluation summary: one generator was returned for evaluation. The returned sample met specification as received. A visual inspection found no defects. The reported condition was not confirmed. The investigation plugged in a hand switch and standard 2 button pencil and moved it around in the socket and could not get it to stop activation. The investigation could not find a cause for the reported fault. The investigation found the device to function normally and within specifications. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the generator developed an intermittent output problem on the monopolar connectors. Evaluation of this device by a service center reports that the generator had issues with activation latch-on.